Event description:
It was reported that the arctic sun device got an error 113 (reduced water temperature control) in preventive maintenance as per follow up information received on 07sep2023. No patient involvement. As per sample evaluation results on 28sep2023, it was reported that the level sensor was defective. Device underwent 2000 preventive maintenance.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause was not able to be isolated as the reported issue was unconfirmed. The device was evaluated and the reported issue was not duplicated during testing. The reported issue was unconfirmed and found to be not a manufacturing or supplier related failure therefore the DHR review is not required. The labeling/packaging review is not required as the reported event is unconfirmed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device got an error 113 (reduced water temperature control) in preventive maintenance as per follow up information received on 07sep2023. No patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.